Manufacturer narrative:
The affected device was returned to nidek for eval on 06/24/2013. Nidek service engineer (se) had conducted an eval and tested for proper operation. Service engineer found that some parts of the hand piece were deteriorated. The hand piece was out of specs. The hand piece was repaired; the parts were replaced and tested for proper operation. The unit has been operational and returned back to the customer. Nidek confirmed that there was no pt injury involved with the event reported. Nidek considers this failure mode a reportable event as the device has malfunctioned and has a potential to cause or contribute to a serious injury if the malfunction were to recur.

Event description:
Nidek received a complaint from customer on (B)(6) 2013. Customer complained of hand piece had been cutting slightly thinner than normal during surgery with mk-2000; s/n (B)(4). There was no other info provided at the time.